Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension, product ID: 3550-09, lot# lb7589, implanted: (B)(6) 2003, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3587a, lot# lb5530, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The implant was acting a little funny. Sometimes the patient cannot feel stimulation and then all of the sudden can feel stimulation again. This started a couple of weeks ago. The patient can increase stimulation up to 40 but was currently at 38. When the patient was feeling stimulation, it was the same as before the issue started. The patient can feel stimulation from the waist down to the feet. There was no known accident or incident related to the complaint. The patient needs a new doctor. The patient¿s health care provider (hcp) reported on (B)(6) 2014 increase amp requirement for paresthesia on programmer. The device was implanted in (B)(6) 2003 probably result of ins replacement. The patient may have increased scar tissue around paddle electrodes. Impedance measurements were not done. Reprogramming was performed on (B)(6) 2014: 2.1 amp, 210pw, 1.5rate continuous, electrode 3,-2,+1, 0. The ins battery was okay. No hospitalization was required and patient outcome was noted as no injury.